Manufacturer narrative:
Device not returned.

Event description:
It was reported that after the pump was dropped into the pool, a button alarm occurred. Pump wake button was unresponsive. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.